Manufacturer narrative:
On (B)(6) 2014, the customer was able to isolate the leak to valve vl3 tubing from the cbc (complete blood count) lyse pump. The customer was able to replace the tubing and rerun samples and controls for verification resolving the event. Beckman coulter (bec) internal identifier for the report is (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was from the lyse pump tubing of the analyzer. Samples being run at the time the leak was identified recovered high results for white blood cell (wbc) counts. The operator was wearing gloves, gown, and goggles at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to patient treatment.